Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.